Manufacturer narrative:
The patient, admitted for management of a chronic history of recurrent cough, sputum production, and dyspnea lasting over 40 years, with symptom worsening over the previous three days, was receiving non-invasive ventilatory support per physician orders. On (B)(6) 2026, upon connection of the v60 non-invasive ventilator, an alarm indicated ¿proximal pressure sensor auto-zero failed,¿ rendering the device inoperable. The ventilator was immediately replaced, and therapy continued without interruption. No adverse patient effects were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint regarding a v60 ventilator indicating a pressure sensor automatic zeroing failure. The issue was identified while the device was in use for patient monitoring; however, no patient or user harm occurred. The patient was transitioned to an alternate device without delay in therapy or medical intervention. The authorized service provider (asp) evaluated the device and confirmed that the pressure sensor calibration failed, and the issue could be replicated. Diagnostic evaluation of the gas delivery system (gds), including visual inspection and system self-check testing, identified a gds fault as the probable cause of the malfunction. No error codes were recorded. The recommended corrective action was replacement of the gas delivery system, which was completed in accordance with the v60 service manual. Following repair, the device passed visual inspection, iq check, and basic performance testing and was returned to full functionality and clinical service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.